Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller states they used to be able to charge the ins up to 100% and the charge would last 3-4 days. Caller states "for about 1 year or so now" the ins charge will go from 100% to depleted in 12-18 hours. Caller states pt has had no falls/trauma and has not had any adjustment or reprogramming for "years". Caller stated they have been having a hard time finding the ins to charge the ins which can take half hour to a full hour or more to just find the ins. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturing representative (rep) stating the hcp did not know what leads were used. The caller stated that they found a note indicating that the trial was aborted because of weakness in the legs but did not indicate paralysis. The caller will follow-up with the hcp.